Event description:
It was reported that the subject device had a black screen. The issue occurred during maintenance. There was no patient involvment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and therefore the reported failure of black screen cannot be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a black screen. The issue occurred during maintenance. There was no patient involvement.